Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and noise. Subsequent information was received that the patient later presented to the emergency room for an unspecified reason. It was noted that rv pacing impedance measurements remained high and out of range and were greater than 3,000 ohms. The physician suspected the rv lead was fractured. No adverse patient effects were reported. An invasive procedure was performed.

Manufacturer narrative:
The pocket was opened and subpectoral placement of the implantable cardioverter defibrillator (ICD) was noted. When the ICD was pulled out of the pocket, the header came off of the device. Testing of the rv lead through a pacing system analyzer (psa), revealed that all lead diagnostics were normal and within an acceptable range. The physician elected to explant and replace the ICD. The rv lead was connected to the replacement device and again, normal measurements were observed. No adverse patient effects were reported. The rv lead remains implanted and in service. The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.